Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. The customer support service confirmed the reported problem and replaced the broken oxygen inlet connector fitting and the oxygen inlet connector to addressed the issue and no other abnormalities were confirmed. Unit was checked overall and passed the functional and run in tests.

Event description:
The customer reported that they were unable to remove the hose. There was no patient involvement.